Manufacturer narrative:
Device investigation results: two cadd-legacy (1400) pump with serial numbers (B)(4) were received from smiths medical (B)(4) for investigation. The outside labeling of the pumps were in (B)(4). No infusion accessories were returned with the pumps. The investigation consisted of delivery accuracy testing, sensor verification testing, and event log review. The customer's reported product problems that the pumps "worked too fast ((B)(4))" and were "broken ((B)(4)) were not confirmed. The pumps were tested for delivery accuracy to verify that they functioned properly and delivered fluid accurately. Delivery accuracy testing determined that the average delivery error of the pumps were within the published specification of +/-10%. The pump alarm sensors were also tested. The sensor verification testing found that the uso & dso sensors were functional. In addition, the alarm trip values were measured to be within manufacturing specifications. The pumps were also opened to inspect for any internal abnormalities. The inspections of the pump interiors found no problems or signs of damage. A review of the event log for the pump with the serial number (B)(4) found that the pump had been used in lock level zero (ll0), with the reservoir volume function set to "not in use". The log record indicated that the pump was programed to deliver as at rate of 4.9ml/hr. With the extra dose set to 0.6ml. No pump errors were recorded in the log. The log indicated that the pump was in use from (B)(6) 2018 thru (B)(6) 2019.

Event description:
It was reported on (B)(6) 2019 that the cadd duodopa pump (serial number (B)(4) was "broken." The reporter stated that the cassette was empty half way through the day. This issue was observed for two days. The patient's care provider connected a new cassette and gave the patient an extra dose. The patient was subsequently visited by a nurse who noted that the pump gave an alarm while it was running. The pump did not indicate an error code however. The patient was connected to an alternative pump (serial number (B)(4) for the continuation of the therapy. It was further reported on 07-february-2019, that the patient's family had alleged that the alternative pump (serial number (B)(4)) had "worked too fast." Per the patient's geriatrician, the patient passed away on (B)(6) 2019 at 10:15 am. The patient death was thought to be related to an acute cardiac event. No information was available regarding the exact cause of death, and no information was provided regarding an autopsy. Additional information was requested but has not yet been received. Should additional information be received a supplemental report will be sent.